Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4). The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("right pelvic pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: nothing remarkable in patient's past history, no concomitant disease, neither gynaecological nor non-gynaecological. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pains"), myalgia ("muscular pains"), back pain ("lumbar pains"), abdominal pain lower ("lower abdomen pains"), headache ("headaches"), migraine ("migraines"), psoriasis ("psoriasis"), rash papular ("lichen") and memory impairment ("memory disorders"). The patient was treated with surgery (essure removal performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, myalgia, back pain, abdominal pain lower, headache, migraine, psoriasis, rash papular and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, headache, memory impairment, migraine, myalgia, pelvic pain, psoriasis and rash papular with essure. The reporter commented: bilateral tubal integrity and also no tubal infection. Removal of essure was performed on patient's request. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 6.128 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the pharmacist is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pharmacist returned device removal questionnaire. Patient's initials (IV), birth date and age ((B)(6)) were reported. There was nothing remarkable in patient's past history, no concomitant disease, neither gynaecological nor non-gynaecological. Removal of essure was performed on patient's request. No further information is available. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.